Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm measuring 7.5cm. On (B)(6) 2012, the pt presented to the emergency room with back and right flank pain and mottled skin on his lower right quadrant and upper thigh. A computed tomography angiogram revealed a distal type I endoleak on the right side. Aneurysm growth was not noted. The same day, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component on the right side to treat the endoleak and another contralateral leg component on the left side as a preventative measure. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).